Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(6) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report # 1423537-2011-00033). Carefusion has discussed with and been advised by (B)(6) of the FDA's office of surveillance and biometrics in the (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. This is report two of two for this event as there were two samples involved. Please see attached for the maude report (B)(4) received from the customer. Evaluation summary: the sample received from the customer confirm that the union of elbow and connector is separate from the mask. Sample was dimensionally measured in accordance with the applicable drawing and the issue was confirmed. Carefusion determined that this failure occurred due to a bad condition of the mold causing an incomplete molded piece. A CAPA was initiated to complete the failure investigation and to determine corrective actions which include mold repair. Containment action has been implemented in manufacturing including additional functional inspection at the molding and assembly level.

Event description:
The swivel connector came off the elbow of the bag while trying to remove the mask. On (B)(6) 2011 carefusion received a maude report (B)(4) indicating the following: airlife "ambu" type bag/mask used for emergency intubation. The elbow connector between the bag and the mask separated at the swivel joint leaving an approximately 13mm connector unsuitable for connection to the endotracheal tube. The patient suffered a hypoxic period while a second bag was collected and it failed the same way. Ventilation was accomplished with mouth-to-tube until a connector could be reassembled. The final patient outcome is unknown. Attempted to contact the manufacturer but was unable to after-hours. Dozens of similar incidents have been reported in the past week in the institution. Reason for use: respiratory failure. The facility's risk manager (rm) confirmed the report filed in may by the carefusion sales representative and the report received from the FDA, are the same incident. The rm states that the doctor did report a hypoxic episode for the patient while they obtained a working device, but since they had a mouth to endotracheal (et) tube device at the bedside they were able to continue with resuscitation of the patient and no negative patient outcome was noted. On (B)(6) 2011, the rm was contacted and the rm was adamant that dozens of other incidents did not occur. The rm indicated that when she spoke to the physician that stated this, there were actually only two other events but there was no adverse event, injury, or medical intervention that was required in these other two events. The rm clarified that only 2 bags were involved with this patient and that they were possibly from one of the two lots originally reported (y10c0554 and y10k6999). The other two events were also each involving one of the two lots. The rm also indicated that the product did not actually break in any of the 3 events, as there were no rough edges. The rm stated that where the swivel mask collar connects to the elbow, maybe the collar was just too large or the elbow was too small. On (B)(6) 2011, writer contacted the customer to gain clarification regarding the samples involved. The customer indicated that one of the samples involved in this event was given to the sales representative to send for evaluation and she is retaining the other.